Event description:
Customer reported blood glucose results of 51 mg/dl and 130 mg/dl, after which she self-treated hypoglycemia symptoms, then retested at "high 100's" mg/dl, all within 10 minutes on the compact system. Customer reported no further symptoms or treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.